Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery / model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / mfg date: 12-oct-2020 / labeled for single use: no / (B)(4). Brand name: heartware ventricular assist system ¿ battery / model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / mfg date: 12-oct-2020 / labeled for single use: no / (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three (3) batteries exhibited not charging and power consumption issue. The batteries were continuously blinking orange and red light. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional devices: serial or lot#: (B)(6), h6:FDA method code(s): b01, h6: FDA results code(s): c02, h6: FDA conclusion code(s): d01, h6: FDA img code(s):g02013, serial or lot#: (B)(6), h6:FDA method code(s): b01, h6: FDA results code(s): c02, h6: FDA conclusion code(s): d01, h6: FDA img code(s):g02013 product event summary: three (3) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log files were not available for analysis. Failure analysis of the returned batteries revealed that the devices passed visual inspection. Functional testing revealed that all three batteries were unable to charge on a test battery charger or provide power to a test controller. During functional testing, test equipment was unable to read the batteries' status due to a communication problem with the main integrated circuit (ic). When (B)(6) were connected to a battery charger, the battery charger status led flashed yellow. When (B)(6) was connected to the battery charger, the battery charger status led flashed red. An attempt to reset the main ic of each battery was able to reestablish the functionality for (B)(6) but was unable to reestablish the functionality for (B)(6). It is likely that the observed inability of the batteries to provide power and charge corresponds with the reported power consumption issue. As a res ult, the reported event was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.